Event description:
It was reported that a check IV set error occurred. There was no reported patient involvement.

Manufacturer narrative:
Correction: this event was determined to be not reportable, please disregard the report.

Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) performed from 9/15/2016 to 9/25/2020 and confirmed that this device wasn¿t previously returned for servicing and there was no production failures which correlates to the customer reported issue.

Event description:
It was reported that a check IV set error occurred. There was no reported patient involvement.